Event description:
It was reported to boston scientific corporation that a vesica sling system was implanted into the patient in (B)(6) 1998. According to the complainant, the patient experienced injuries (specifics unknown). She underwent corrective surgeries in (B)(6) 1998, (B)(6) 1998 and (B)(6) 2001. Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.

Manufacturer narrative:
The device was implanted in (B)(6) 1998; however the exact date is unknown.